Manufacturer narrative:
The user-reported flow rate issue could not be confirmed. The device was found to have a flow rate accuracy of -0.99%, which was within the +/-5% specification. The pump was tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00299).

Manufacturer narrative:
The manufacturer is still in the process of testing the device.

Event description:
The user reported a flow rate issue of the infusion pump on (B)(6) 2017 to zyno medical. On (B)(6) 2017, the device was found not able to infuse. No patient injury or harm occurred for this case.